Event description:
The customer reported that the swab broke in patient's nose while swabbing. Part of the swab was stuck in the patient's nose, which was successfully removed with tweezers, by a medical professional. No patient harm, injury or adverse health consequences reported.

Manufacturer narrative:
Note: lumiradx inc. Purchase steripack sterile polyester spun swabs for sale/distribution to customers for use in patient sample collection, for testing with lumiradx products. Lumiradx received a report from a customer on 17-aug-2022, identifying that when using a steripack sterile polyester spun swabs (swab lot number 74933), for nasal sample collection from a patient (child, 2 years), the swab broke in the patient's nose; the stem at the base of the applicator tip snapped off. Part of the swab was stuck in the patient's nostril, which was immediately and successfully removed with tweezers, by a medical professional. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event. Event details were reported to the swab manufacturer for investigation. The receipt of any new information pertaining to this event will be submitted in a follow-up report.